Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 701 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026, treated with IV dextrose and insulin, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and treatment with IV insulin and fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts relevant to insulin delivery and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. The hyperglycemia began following a supply change. The user reported placing a new infusion set without using the applicator, resulting in improper deployment and impaired insulin delivery. The device continued to request insulin in response to elevated glucose, resulting in depletion of the insulin cartridge without effective insulin delivery. Based on available information, the event was attributed to use-related factors involving improper infusion set insertion leading to insufficient insulin delivery, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.